Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to have a damaged housing around the battery compartment and battery cap is also damaged and corroded. Device was then powered on, confirming the reported customer complaint as a result of a damaged battery cap. The problem source has been determined to be use interface.

Event description:
Ro 1056257: it doesn't turn on.

Event description:
(B)(4): it doesn't turn on.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to have a damaged housing around the battery compartment and battery cap is also damaged and corroded. Device was then powered on, confirming the reported customer complaint as a result of a damaged battery cap. The problem source has been determined to be use interface.

Event description:
Information was received indicating that a smiths medical pneupac parapac ventilator was reported to not be turning on. There were no reported adverse effects.